Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a trial patient who was using an external neurostimulator (ens) for spinal pain. It was reported that the patient had a trial on (B)(6) and had the leads removed on (B)(6). Patient went home and complained of back pain. Doctor went over reasons to call back or be seen and advised if pain gets worse then go to ER. There were no external factors that may have led to or contributed to the issue. No troubleshooting was done. Patient's weight was asked but unknown. Hcp had no further information. No further complications were reported. Additional information was received from the rep. It was reported that the patient had a trial performed with the permanent implant in place. The lead and the wens serial number was provided. The patients back pain was resolved by patient going to the ER and then sent to ICU. The back pain was not resolved. Device removal is still unknown. The provided information was confirmed with the hcp. No further complications were reported. Additional information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was at the hospital and in ICU for days, being treated and was septic. The healthcare provider removed the implanted neurostimulator which resolved the issue. Patient didn't report symptoms of infection. No other symptoms were reported. No further complications were reported or anticipated.